Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. No product was returned. A image of explanted bearing and head were provided. Blood was seen on the surface of the head and bearing. No further evaluation can be done with the image provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146 act artic e1 hip brg 28x40mm 247830, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown, item #: unknown unknown stem lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03915 bearing, 0001825034 - 2019 - 03917 stem, 0001825034 - 2019 - 03918 cup, 0001825034 - 2019 - 03919 liner.

Event description:
It was reported that the patient underwent initial hip replacement. Subsequently, the patient underwent revision for infection a few weeks later. Attempts were made to obtain additional information; however, none was available.